Event description:
During an atrioventricular nodal reentrant tachycardia ablation procedure, a perforation was noted via echocardiogram. During the procedure, the right ventricular catheter stopped capturing when attempting to pace and there was no egm signal on the distal electrode. The patient then became hypotensive and the physician confirmed a perforation via echocardiogram. No intervention was administered and the procedure was completed once the patient's blood pressure returned back to normal. The patient was kept for observation and was discharged in a stable condition the following day. The physician believed the right ventricular catheter caused the perforation. There were no performance issues with the device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported perforation could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.